Event description:
It was reported that the left ventricular (lv) lead exhibited a low intrinsic amplitude. The lv lead remained in service. There were no reported adverse patient effects. Related medwatch # mw5120236.